Event description:
As reported by the user facility: safety clip failed to activate. After removing stylet, safety clip failed to engage. Nurse received nsi to forearm. Additional information provided by the facility indicated that all protocol blood work testing results have been negative to date. The sample was disposed of in a sharps container with other needles and will not be returned for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer.